Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported, left side stuck in pocket causing asymmetry. Physician later, reported, left side capsular contracture, baker grade iii and asymmetry. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. No additional observations. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/29/2024.

Event description:
Patient reported left side stuck in pocket causing asymmetry. Physician later reported left side capsular contracture baker grade iii and asymmetry. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Patient reported left side stuck in pocket causing asymmetry. Physician later reported left side capsular contracture baker grade iii and asymmetry. Device remains implanted.